Manufacturer narrative:
Imdrf device code a0406 captures the reportable event of catheter kinked. Nvestigation result: the returned uromax ultra balloon device was analyzed, and a visual evaluation noted that the balloon was not subjected to positive pressure. Additionally, no issues were noted with the balloon and the tip of the device. A visual and tactile analysis was performed to the shaft of the device and noticed a kinked at approximately 75mm proximal of the proximal markerband. A visual examination was performed on the markerbands and found no issues. Both the markerbands were undamaged and in the correct position on the shaft of the device. Based on the available information, the reported problem is most likely due to handling of the device during preparation for the procedure which could have possible affected the device performance and its intended purpose. Therefore, the most probable root cause is unintended use error caused or contributed to event.

Event description:
It was reported that during preparation a uromax ultra dilation balloon catheter device was found bent at the end of the balloon where it was rolled up. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that during preparation a uromax ultra dilation balloon catheter device was found bent. No further information was reported.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of catheter kinked.